Event description:
A (B)(6) advia centaur cp (B)(6) result was obtained on a patient sample and considered discordant when compared to negative test results after the sample was re-centrifuged and retested. The laboratory's protocol is to perform repeat testing on positive test results and to re-centrifuge the sample and retest the following day. Repeat testing was performed after the initial positive result on the following day and the results were negative and (B)(6). The patient sample was re-centrifuged and the repeat test results when run in duplicate were negative. The negative advia centaur cp result was reported. There was no known report of patient treatment being altered or adverse health consequences due to the (B)(6) assay result.

Manufacturer narrative:
The cause for the (B)(6) result when compared to the negative test results after the sample was re-centrifuged and retested may be attributed to sample collection and handling or reagent preparation. The customer noted that they had performed daily cleaning maintenance, loaded new hbsag reagents and re-centrifuged the patient sample prior to retesting and that there may have been particulate matter in the sample or a possible mismatch of different primary and ancillary reagent kits. The instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The instruction for use (IFU) under the sample handling and collection section states the following: "before placing samples on the system, ensure that samples have the following characteristics: samples are free of fibrin or other particulate matter. Remove particulates by centrifugation." The instruction for use (IFU) under the loading reagents caution section states the following: "the ancillary reagent provided in this kit is matched to the readypack primary reagent pack. Do not mix reagents from different kit lot numbers." The instrument is performing within specifications.